Event description:
Information received by medtronic indicated that the customer had hyperglycemia and infusion set was not working. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The blood glucose value was 413 mg/dl during time of event. Troubleshooting was partially performed. No further patient complications were reported. The customer will discontinue use of the device. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.